Event description:
Pt is a 95 yr old male admitted with complete heart block and pacemaker failure. Suspected insulation and lead failure. To or on 9/13/99 for removal of pacemaker and leads and insertion of new devices, generator model 1274 ddd guidant. Atrial lead model # 4271. Ventricular lead model # 4030. Pt tolerated surgery well. Later pt became hypotensive and hemodynamically unstable. Pt made dnr by family and expired. Of note, newly implanted pacemaker was checked on 9/14/99 and found to be functioning properly, pacing at 100%.